Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. Several attempts were made to reposition the lead; however, the lead dislodged after placement several times. The physician decided to replace the lead. It was noted that the lead was left in place during a the subclavian stick for the new lead placement and the insulation was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.